Manufacturer narrative:
Device investigation narrative - the device was received in used condition. T1, t2 and suture were not returned. Complaint indicated ¿t2 non-deployment¿. The delivery needle does not have obvious damage. Functional test failed. The deployment knob will not push smoothly. It gets hung up while attempting to advance. Cause of complaint is different than condition found at evaluation. It is unknown how the damage to the deployment knob occurred. No root cause related to the manufacturing process can be established. No further investigation warranted. Device returned for evaluation.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that following insertion of the t-1 anchor the t-2 anchor failed to deploy. The anchor and suture were removed from the patient. A backup device was available to complete the procedure with a reported 10 minute delay. No patient impact was reported.